Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 cubie a5 had an operator error. A field service engineer checked the operation, and no issues found, the drawer operated correctly. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator drawer 2.1 was failed and device not detected on bus. The customer reported that the user was able to remove the medication from another station resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.